Event description:
It was reported that the doctor described that one of the azur implant coils has migrated found months after a pelvic congestion gonadal vein embolization. No additional information has been provided.

Manufacturer narrative:
The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event.